Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.

Event description:
It was reported that the patient presented in clinic after receiving vibratory notification from device. Upon interrogation the left ventricular lead exhibited high impedance and loss of capture. Lead fracture was suspected. The device was reprogrammed and remained implanted.